Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit stopped working during a case. There were no error codes displayed that they were aware of. No patient harm was reported. Investigation summary: multiple follow-up requests were sent to the customer, but they were unresponsive. A definitive root cause could not be determined since the device has not been returned for evaluation. Possible causes may include user error with device set-up or hardware component failure. User errors may include use of incompatible tubing or not checking for loose connectors. Hardware component failure can occur through physical damage or fluid intrusion from user mishandling, electrical damage from outages or surges, or wear-and-tear which depends on device age and frequency of use. A review of the complaint device's serial number does not show recurrence or other similar complaints. A review of the customer's complaint history did not show any trends for this issue and device. Nk will continue to monitor and trend similar complaints. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: a2 - a6. B6 - b7. D10. Attempt #1 (B)(6)2024 emailed customer via microsoft outlook for all items in the ni list above. No reply was received. Attempt #2 (B)(6)2024 emailed customer via microsoft outlook for all items in the ni list above. The customer responded with complaint details, but did not provide requested information. Bedside monitor: model: ni. Sn: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the multigas unit stopped working during a case. There were no error codes displayed that they were aware of. No patient harm was reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from gf-210ra to gf-210r. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the multigas unit stopped working during a case. There were no error codes displayed that they were aware of. No patient harm was reported.

Manufacturer narrative:
Corrected information: d1 brand name: corrected the brand name from gf-210ra to gf-210r. D4 additional device information / model #: corrected the model # from gf-210ra to gf-210r. D4 additional device information / catalog #: corrected the catalog # from gf-210ra to gf-210r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the multigas unit stopped working during a case. There were no error codes displayed that they were aware of. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit stopped working during a case. They stated no error codes that they know of. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6 b6 - b7 d10 concomitant medical device attempt #1 (B)(6) 2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/14/2024 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested. Bedside monitor model: ni sn: ni device manufacturer date: ni unique identifier (UDI) #: ni returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the multigas unit stopped working during a case. They stated no error codes that they know of. No patient harm was reported.